Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the screen on the 9800 system goes dark during fluoro shots. It noted that the technique tracks to maximum and no image is displayed. It was also noted that the control panel displays "filament regulator failure" error message. There was no report of pt injury.